Event description:
It was reported the customer had a keypad anomaly. The customer reported receiving a button error alarm. It was also found the customer had a frozen display on their insulin pump. The customer also stated their buttons were unresponsive, but the time was changing on their insulin pump. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents are within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage was found on the lcd isolation tape. The insulin pump had intermittent buttons due to corroded keypad traces. No button error alarms and no frozen screens were noted. The insulin pump had cracked case at display window corners, cracked display window, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.